Event description:
No was alarming tank not detected. In attempt to troubleshoot, the manometer got loose. Staff was unable to fix problem, psig from 1425 to 800 due to audible leak. Decision made to switch tanks. Attempt to place patient back on old tank after leakage was resolved, ino keeps detecting both tanks despite one of the tanks was closed. Baby hand bag ventilated during episode, spo2 100%. No patient harm.